Event description:
Device report from synthes europe reports an event in (B)(6) as follows: the thread in the carbon aiming device is reportedly too weak and too soft. It was reported that it is very easy to destroy the thread with the connection screw. The construct is not optimal. No further information was provided. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.